Event description:
It was reported that shaft fracture occurred. A direxion fathom-16 system was selected for use. The patient had a curved vessel anatomy. The device was hard to introduce more distally. Upon removal, it was noted that the outer layer of the device split. No patient complications were reported. It was further reported that only the outer shaft fractured, and the inner lumen was still intact.

Manufacturer narrative:
The device was returned for evaluation. Inspection of the device revealed a nickel shaft fracture and stretching. A non-bsc .038 5 fr guide catheter received with no damage. Inspection of the device revealed a nickel shaft fracture and stretching located at 32.2 - 33.4 cm from the strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that shaft fracture occurred. A direxion fathom-16 system was selected for use. The patient had a curved vessel anatomy. The device was hard to introduce more distally. Upon removal, it was noted that the outer layer of the device split. No patient complications were reported.